Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
They reported they were admitted in emergency room due to high blood glucose on (B)(6)2021. Customer blood glucose was 33.3 mmol/l. Customer current blood glucose value was 20.7 mmol/l. Customer was treated with manual injections for high blood glucose. Customer was suing insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. The insulin pump will not be returned for the further analysis.